Manufacturer narrative:
The device was not returned for analysis. A review of the lot history identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was reviewed, and without the device to analyze, a definite cause for the reported difficult to open or close (gripper actuation) could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report gripper actuation issue. It was reported that this was a mitraclip procedure to treat a degenerative mitral regurgitation (mr) with grade of 4. The clip delivery system (cds) was advanced to the mitral valve and grasping was performed. On the 2nd grasping attempt, the posterior gripper arm did not go down. Troubleshooting was performed such as cycling the lock lever and re-closing the clip, but was unsuccessful. Therefore, the cds was removed from the patient anatomy without issue and replaced with a new cds. One clip was implanted, reducing mr to <1. The clip was observed to be stable. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.